Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a female pt (age not provided) who experienced serious pain and whose fluid was withdrawn after receiving treatment with synvisc-one. No relevant medical history, concurrent condition and concomitant medications were reported. It was reported that the pt had received first injection of synvisc one last year. On an unk date, pt received treatment with intra-articular synvisc one injection, once (indication, does, lot/batch number and expiration date: unk) into an unspecified location. It was reported that this was pt's second synvisc one injection. On an unk date, after an unk latency, pt suffered serious pain after the second injection. It ws reported that the pain had persisted for 01 week so the pt was called back by the physician to withdraw the fluid (synvisc one). Further reported, after the fluid was withdrawn, the pt had recovered. Corrective treatment: fluid withdrawn for serious pain. Outcome: recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: medically significant for serious pain. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns a female pt who received treatment with synvisc one for unk indication. Later, the pt experienced serious pain. Since the event occurred in close temporal relationship with the administration of synvisc one injection, the role of suspect cannot be denied for the occurrence of the event. However, lack of info regarding exact event onset date and pt's underlying condition precludes complete case assessment.